Event description:
The customer reported intermittent (B)(4) (luminometer data invalid) condition codes that occurred with multiple patient when tested on a vitros eci immunodiagnostic system. The customer indicated the codes were occurring across multiple samples but only when using vitros anti-hiv 1+2 reagent, lot 2890. No erroneous patient sample results were reported out of the laboratory and there were no allegations of harm. (B)(4).

Manufacturer narrative:
The investigation determined that code (B)(4) (luminometer data invalid) occurred on multiple samples while using the vitros anti-hiv 1+2 reagent, lot 2890 on a vitros eci immunodiagnostic analyzer. The most likely cause is a non- reportable assay issue; however, this could not be confirmed. The occurrence of this code may also be indicative of an instrument related issue and these issues could not be ruled out at the time of this report.